Manufacturer narrative:
E: phone number extension (B)(6). H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a broken plunger case. The cause of the problem was the broken right plunger case and right plunger case screw hole, which were replaced to fix the issue.

Event description:
It was reported that the device had syringe plunger sensor error. The issue occurred during preventive maintenance, therefore there was no patient involvement.